Event description:
It was reported that the patient underwent posterior lumbar mast at l4/5. While removing the pak needle, the needle broke off in the right l4 pedicle. Surgeon was able to remove the part using a reamer. No patient complications reported. No fragments remained in the patient.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.